Event description:
The patient reported that they felt dizzy when standing up. The device was reprogrammed during a routine appointment as a result. Since the appointment, the patient stated they had been distressed, had fainting spells, cracked their ribs, and stated they think they had a heart attack. The patient was referred to their doctor and follow up with the clinic returned no further information. The device remains in use. No further patient complications have been reported as a result of this event.